Event description:
It was reported the subject device image was too dark. The issue occurred during an unspecified procedure and was completed using the same set of equipment. There was no report of patient involvement.

Manufacturer narrative:
The customer's allegation was confirmed. In addition, the device evaluation found a split cable and the cable was leaking. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.